Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2018-16794. It was reported that the patient presented to the hospital for inappropriate shock delivered by the right ventricular lead. Upon device interrogation it was determined that shock was the result of noise. It was previously documented that the lead had also exhibited abnormal impedance trending and oversensing. The patient was scheduled for lead replacement. During extraction, it was noted that the lead was twiddled together, thus the physician suspected that twiddling stress was the cause of lead damage. The lead was explanted and replaced. The patient was discharged in stable condition.